Manufacturer narrative:
An intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed, and the reported failure was confirmed and replicated. The usm was tested on an in-house system and triggered no errors. The usm was also tested on the patient side cart fixture test platform (pftp) and failed sine cycle with error 23062 on degree of freedom (dof) 7. Upon further investigation, there was no fluid intrusion or physical damage. The complaint regarding arm 4 turned off was confirmed based on failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was unable to duplicate the issue but confirmed it through error logs. Therefore, the fse removed and replaced the universal surgical manipulator (usm) as a precaution. The system was tested and verified as ready for use. Isi received the usm for the failure analysis; however, the investigation is in progress. A supplemental MDR will be submitted if any additional information is received.

Event description:
It was reported that during a da vinci-assisted paraesophageal hiatal hernia surgical procedure, the customer called the intuitive surgical, inc. (Isi) technical support engineer (tse) and stated that arm 4 turned off. The tse asked the status of the leds on arm 4 and they were off. The tse had the customer provide system serial number and uploaded error logs. They noted several 23062 errors reported by universal surgical manipulator (usm) 4 axis 6. The tse noted that the user disabled usm 4. The tse advised the customer that the only way to turn on arm 4 was to power cycle the system. The customer was not able to power cycle at that time and would try to power cycle after the procedure. This was the only procedure scheduled for that day. The procedure was completing as planned with no reported injury.